Manufacturer narrative:
(B)(4). The sample will not be returned for evaluation.

Event description:
The information was received via medwatch report. The procedure was being performed on a male patient weighing (B)(6). The catheter was being used for ercp with sphincterotomy and balloon and basket passage. The surgeon placed the clip on the end of the balloon catheter while it was placed in the common bile duct. When the surgeon removed the catheter, the clip was still in place and the balloon was stripped. The complete catheter was removed from the patient including the balloon.